Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 37 mg/dl. Reportedly, the cause for the reported issue was due to a larger bolus than needed being delivered to cover a meal consumed, and due to the customer exercising. The customer required assistance addressing bg level with carbohydrates. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Device not returned.